Event description:
It was reported that the screen on a 980 ventilator was flickering and erratic. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and could not duplicate the reported event. The se reseated the cable inside the graphical user interface and going to the breath delivery backplane. The se performed extended self-testing on the device and all tests passed.